Event description:
According to the reporter: during a colon resection procedure the tip of the device broke. Nothing fell into patient cavity. Another shears was used for the surgery. Efforts have been made to obtain additional information. No further details have been provided.

Manufacturer narrative:
Date of initial report: 3/30/2009.